Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. She complained of nausea, vomiting and increased heart rate. Upon admission, the customer was treated with correction dosages and reported that her blood glucose lowered. The customer's blood glucose at the time of the event was between 350-400 mg/dl, and her most recent blood glucose was 430 mg/dl. She stated that she had removed the insulin pump just before being admitted to the hospital but began using the insulin pump again while at the hospital, and her blood glucose rose again. She did not believe that the problem was related to a site or set issue. During the high blood glucose troubleshoot procedure, the customer found that the infusion set had a bent or angled cannula upon removal. She was advised that this may have contributed to her high blood glucose. She declined to continue troubleshooting for the insulin pump and was advised that the sets would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.